Event description:
It was reported that there was difficulty experienced by the physician in inserting the 565 lead into the extension, during a surgical procedure. No further details, patient symptoms or outcome were provided. Additional information was requested but not received at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).